Event description:
It was reported that the bed cannot be lowered and there was a reduction of bed mobility. There was no patient involvement or any adverse consequences.

Manufacturer narrative:
CPR release.